Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that the locking mechanism on the mto balanced sizer no longer functions properly. This was discovered during the case. Surgeon still managed to use the instrument so there was no delay. All pieces being returned. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the mto attune balancer sizer has signs usage normal. The observed condition of the device could be consistent with excessive forces and heavy usage, which may have led to internal damage of the locking mechanism. However due to the low frequency of these occurrences and not suspecting any design issue, a definitive root cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed manually and was able to confirmed the reported allegation. The device was unable to lock as intended. The overall complaint was confirmed as the observed condition of the mto attune balancer sizer would have contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on the mto balanced sizer no longer functions properly. This was discovered during a total knee arthroplasty (tka) procedure. The surgeon still managed to use the instrument so there was no delay.